Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the exposure time of the suture? Was the suture package opened and used right away per the IFU? Yes, sutures were used immediately after taking out from the packet. Did the surgeon attempt to tie a knot with suture? No. Are there pictures of the reported failure available that could be forwarded for review? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-08407. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tram procedure on an unknown date and suture was used. During closure of the surgery, both of the sutures snapped and another packet was opened. The surgery was delayed two minutes due to the reported event. No fragments were generated, and the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.